Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll bns had leakage. The following information was provided by the initial reporter: material#: 304657, batch#: 4205665. It was reported by customer that "defective syringe." Rcc received a complaint via email. Medline complaint#: (B)(4), defect description: defective syringe, medline part#: 153239, product description: syringe 10ml ll bns, vendor part#: 304657, lot#: 4205665, date reported: 4/23/2025, sample received: no, response needed: summary of findings and corrective action -- incident reported to the FDA as MDR-30 day. Reference no. Pending. Customer response received on 27-may-2025. 1. Could you please provide a further description of the issue? What kind of defect observed in syringe ¿ per customer complaint ¿syringes are defective and blood squirted out.¿ 2. Was there any patient harm, injury, complication or negative outcome that occurred as a result of this event? No further information was provided by the customer to indicate patient harm.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information.